Event description:
It was reported that during a procedure to treat a moderately tortuous, heavily calcified lesion in the circumflex artery, a perforation occurred. The 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced for treatment, but could not cross to the perforation. Dilatation was performed and a non-abbott stent was implanted successfully. The perforation was sealed and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.